Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test due to faulty force sensor. The device was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin received an alarm during prime process. No further information reported.